Event description:
Pt underwent silicone gel augmentation mammoplasty approx 18 and 19 years ago. In approx 5/1999, the pt developed non-focal intermittent burning pain of left breast and noticed lumps in 6/1999. Mammography showed architectural distortion thought to be consistent with free silicone in the medial and upper left breast. Clinical examination shows bilateral iii capsular contractures. Her past history included an automobile accident in 1/1999 in which she was a restrained driver with multiple facial and body injuries. Pt underwent surgical procedure for total casulectomy and reimplantation with siltex implants.